Event description:
The l-cath peripherally inserted central catheter (PICC) line was attempted to be inserted in the patient's right arm by the neonatal intensive care unit (nicu). The team was unsuccessful in placing the line. The patient had no immediate complications of the procedure. Several days later, an x-ray was read as showing a foreign body in the patient's right arm. After review by the radiologist and intensive care physicians it was concluded that the foreign body was the tip of the l-cath PICC line. The patient was scheduled for surgery to remove line. The PICC line tip was removed successfully. The retained piece was sent to bme for reporting and analysis. PICC line packaging was not saved but PICC line pulled from same lot number for review. Manufacturer to set up return for analysis.